Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One (1) unopened, unused representative sample was returned for evaluation. Upon visual and dimensional inspection, the reported issue was not confirmed, and the root cause of the reported event cannot be identified to be related to the manufacturing process. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during the end of (B)(6) 2024, the thoracic catheter was kinked at the point of entrance, or was kinked intrathoracic, and was not functional. The procedure performed was a thoracic procedure. The patient is safe, but hospitalization was prolonged. Additional information was received from the customer and stated that at the second postoperative day, the chest tube was seriously kinked at the point of entrance. Per customer, the patient was already hospitalized, and the hospitalization was prolonged.